Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Require the help of my fiance to pull out my tampon- retained, vagina [foreign body in reproductive tract]. Tampax hard to grip - removal [device difficult to use]. Tampon string gets sprayed at the ends [device breakage]. Case narrative: consumer reported via email that the tampon string gets sprayed at the ends. No serious injury reported.